Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and was not able to duplicate the reported issue. The diagnostic code of 1104 (check vent: backup alarm failed) was confirmed in the event log. Therefore, the cpu (central processing unit) pcba (printed circuit board assembly) was replaced as a proactive measure to prevent issue recurrence.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The pil tech verified the error code (e1104) for backup alarm failed in the device log dating november 29, 2022. The technician reported neither the occurrence nor the associated error code e1104 could be duplicated at the pil during the boot up of the system pcba or standard test bed operation using the system pbca. The system pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specification. Ls1 (secondary alarm buzzer) resistance was measured as a solid 398k ohms, verifying that ls1 is not shorted or open and functions with 10vdc applied to ls1. With the unit in a no power/ hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue.

Event description:
Philips received a complaint from the customer reporting that a "check vent: backup alarm failed" alarm occurred on a v60 ventilator during set-up for patient use. The device was exchanged for an alternate v60 unit; there was no harm nor delay to therapy as a result. Further information is pending.

Manufacturer narrative:
Initial reporter name and address: (B)(6).